Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that there is a damaged threads and reservoir lip. Customer blood glucose level was 108 mg/dl. Troubleshooting was performed. The product will return for the analysis.

Manufacturer narrative:
Pump received with broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.